Event description:
An optometrist reported that a patient who underwent bilateral lasik, presented three months later with moderate light sensitivity and mild dryness in both eyes. The patient was difficult to examine at the slit lamp; there was no anterior chamber reaction, and no conjunctival injection. It is suspected that the patient has transient light sensitivity syndrome (tlss). The patient prescribed a pulse of steroid drops, and long term cyclosporine drops. Upon the next scheduled visit, the patient was comfortable, and had begun tapering the steroid drops. There are two related reports for this patient , and this report will address the patient's right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).